Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event on (B)(6) 2026, involving off-label insulin use, which resulted in occlusion. The patient developed elevated blood glucose levels, and the presence of ketones was detected. The hyperglycemia was treated with a correction injection administered via multiple daily injections (mdi).